Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused chronic pain, chest pain and shortness of breath. According to the information received in the patient profile from (ppf), the patient reports continuous discomfort and mental anguish caused by filter malfunction and unsuccessful removal of the filter. No filter removal attempt has been documented. According to the medical records, the patient had a preoperative diagnosis of deep vein thrombosis in the left lower extremity. The patient had a postoperative diagnosis of pulmonary embolism on anticoagulation therapy. During the implant procedure, the right common femoral vein was accessed. The filter was positioned just inferior to the right renal vein and was deployed successfully. Total occlusion of the popliteal vein and superficial femoral veins were revealed during the implant procedure. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Pulmonary embolism does not represent a device malfunction, rather clinical factors that may have influenced the events include patient and or pharmacological. The procedural notes indicated that pe was a post-operative diagnosis and was not included in the pre-operative diagnoses, in addition, the procedural notes do not suggest that a pe occurred inter-operatively. With the limited information provided it is not possible to determine if the pe was a pre-existing condition and indication for the filter implant. Anxiety, shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to chronic pain, chest pain and shortness of breath. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient reports continuous discomfort and mental anguish caused by filter malfunction and unsuccessful removal of the filter. No filter removal attempt has been documented. The following additional information received per the medical records state that the patient had a preoperative diagnosis of deep vein thrombosis in the left lower extremity. The patient had a postoperative diagnosis of pulmonary embolism on anticoagulation therapy. During the implant procedure, the right common femoral vein was accessed. The filter was positioned just inferior to the right renal vein and was deployed successfully. Total occlusion of the popliteal vein and superficial femoral veins was revealed during the implant procedure.